Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria hospitalization and intervention required), muscle disorder ("muscle disorder") and memory impairment ("memory impairment"). The patient was treated with surgery (surgery). At the time of the report, the pain, muscle disorder and memory impairment outcome was unknown. The reporter provided no causality assessment for memory impairment, muscle disorder and pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), muscle disorder ("muscle disorder") and memory impairment ("memory impairment"). The patient was treated with surgery (surgery). At the time of the report, the pelvic pain, muscle disorder and memory impairment outcome was unknown. The reporter provided no causality assessment for memory impairment, muscle disorder and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), muscle disorder ("muscle disorder") and memory impairment ("memory impairment"). The patient was treated with surgery (surgery). At the time of the report, the pelvic pain, muscle disorder and memory impairment outcome was unknown. The reporter provided no causality assessment for memory impairment, muscle disorder and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.